Manufacturer narrative:
Visual inspection of this device confirmed all seal plugs were intact. The ventricle tip setscrew was stuck in the down position and exhibited signs of having been cross-threaded. Additionally, the ventricle tip setscrew hex slot was cored out; showing evidence that a torque wrench was not fully inserted into the slot and was turned repeatedly. The pacing and sensing functions of the device were verified per automated testing.

Event description:
Boston scientific received information that during the implant procedure this pacemaker exhibited a setscrew issue. The physician noted the setscrew was not effective in securing the lead in the header. The decision was made to not implant this device. There were no adverse patient effects reported.